Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient from the united states was visiting mexico when their pacemaker and associated right ventricular (rv) lead recorded a high, out-of-range pacing impedance measurement. This caused the lead safety switch (lss) to trigger, reverting the rv lead pacing and sensing configuration to unipolar. The unipolar pacing caused the patient to feel pocket stimulation. The patient's latitude following clinic contacted technical services to report the issue and request options for the patient. Technical services found a hospital in mexico that was about 35 miles from the city where the patient was staying. The patient could have their device checked there, or return home to the us. Technical services noted the presenting electrogram (egm) in the remote monitoring system showed rv pacing at the programmed lower rate limit, with no stored events showing noise. No adverse patient effects were reported. The device and lead remain implanted and in service. The patient returned to the us and underwent a device replacement procedure as the pacemaker had reached explant battery status. During the procedure, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside of the surgical intervention. The lead remains implanted but not in use.